Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing an investigation found the device did not sound an audible alarm tome on both the high and low volume settings. This was due to the piezo alarm assembly. (B) (4)